Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for wound check. Very high and variable capture threshold was noted on the patient's right ventricular lead. The capture threshold was higher than the programmed output, but the patient did not need to pace. X-rays showed that the lead had advanced and wrapped around the right ventricular apex. The lead was explanted and replaced. The patient was stable.